Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Provider called for parts quote. He alleges the customers assembly became detached causing the unit to crash resulting in injury.

Manufacturer narrative:
The dealer replaced the parts and the device is working properly. The replaced parts were sent back to pride but were never received. Several attempts were made to locate the parts for evaluation. Should the parts be located or further information become available, a follow-up report will then be issued.

Event description:
Provider called for parts quote. He alleges the customers assembly became detached causing the unit to crash resulting in injury.